Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10   no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. Medical records were not provided. Complaint is not confirmed a definitive root cause cannot be determined.no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a hair was found on the implant when waiting for the cement to set. The hair is dark and around 1cm in length. It was concluded that this could have come from no where else other than the implant packaging, as the patient had fair hair and all the staff were wearing hoods, with cuffs sealed with surgical tape.

Manufacturer narrative:
(B)(4). Report source: great britain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.